Event description:
It was reported that a patient underwent a laparoscopic uterine myomectomy on (B) (6)2010. The surgeon performed continuous zig zag suturing. During the sixth stitch in the uterine muscle wall, the needle was easily detached from the suture and fell down under the left ilium. At first, the needle was not found. Then, an x-ray was done and the needle was found in the bowel. The surgeon changed the procedure to an open abdominal surgery and the needle was removed. The patient has been discharged from the hospital.

Manufacturer narrative:
(B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bp2308 mfg date: 12/01/2009, exp date: 07/31/2014. Batch bm2126 mfg date: 11/01/2009, exp date: 07/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.